Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 23-jan-2017: quality safety evaluation of ptc company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced an ectopic pregnancy, one year later. She underwent a laparoscopic right salpingectomy, removing right fallopian tube and the ectopic fetus. Ectopic pregnancy is anticipated in the reference safety information for essure. Pregnancies have been reported among women with essure micro-inserts in place. When a pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. Considering the information provided for this case, a causal relationship between ectopic pregnancy and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. Additionally, non serious events were reported. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient (gravida 1) who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective ("device ineffective"). On (B)(6) 2015, the patient started essure. The patient's last menstrual period was on an unknown date and estimated date of delivery was on an unknown date. The patient received essure during the (B)(6) pregnancy. In 2015, the patient experienced treatment noncompliance ("she was unable to present for hsg test to confirm full occlusion of her fallopian tubes"). In 2016, the patient experienced ectopic pregnancy with contraceptive device (serious criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (laparoscopic right salpingectomy removing right fallopian tube and the ectopic fetus). At the time of the report, the ectopic pregnancy with contraceptive device and treatment noncompliance outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device and treatment noncompliance to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): in 2016: pregnancy test result was positive and ultrasound scan vagina result was ectopic pregnancy confirmed. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced an ectopic pregnancy, one year later. She underwent a laparoscopic right salpingectomy, removing right fallopian tube and the ectopic fetus. Ectopic pregnancy is anticipated in the reference safety information for essure. Pregnancies have been reported among women with essure micro-inserts in place. When a pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. Considering the information provided for this case, a causal relationship between ectopic pregnancy and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. Additionally, non serious events were reported. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy"), abortion of ectopic pregnancy ("miscarriage"), tubo-ovarian abscess ("tubal ovarian abscess") and peritoneal haemorrhage ("pregnancy (with complications)/hemoperitoneum") in a 25-year-old female patient (gravida 5, para 3) who had essure (batch no. C38208) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "essure coils may have been improperly placed during the implant" in april 2015, device monitoring procedure not performed "she was unable to present for hsg test to confirm full occlusion of her fallopian tubes / did you undergo an essure confirmation test? No" in 2015 and device ineffective "device ineffective/removal due to failed essure device" in (B)(6) 2016. The patient's past medical history included multi gravida, parity 2 ((B)(6) 2005, (B)(6) 2009, (B)(6) 2015), amenorrhea, uterine dilation and curettage, premature delivery, temporomandibular joint dysfunction, nicotine dependence, menarche, abortion, wisdom teeth removal, vaginal delivery and premature delivery. Patient never got hcg done. Previously administered products included for allergie: doxycycline; for rash: doxycycline; for an unreported indication: depo provera. Concurrent conditions included overweight, amniocentesis, chlamydia test positive, escherichia sepsis, pilonidal cyst, tachycardia, breathlessness, retained placenta and appendicitis. Family history included hypertension (paternal and maternal-hypertension). Concomitant products included norlestrin fe (junel fe) since 2010 for birth control as well as mirtazapine (remeron). On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("abnormal bleeding(menorrhagia)"), depression ("depression"), perinatal depression ("postpartum depression"), anxiety ("anxiety") and panic attack ("panic attack"). On (B)(6) 2016, the patient experienced tubo-ovarian abscess (seriousness criteria medically significant and intervention required). In 2016, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), peritoneal haemorrhage (seriousness criterion medically significant) and urinary tract infection ("urinary tract infection"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with antibiotics, escitalopram oxalate (lexapro), alprazolam (xanax), surgery (laparoscopic right salpingectomy removing right fallopian tube and the ectopic fetus/fetus removed) and surgery (bilateral salpingectomy/right fallopian tube removed). Essure was removed on (B)(6) 2016. At the time of the report, the ectopic pregnancy with contraceptive device outcome was unknown and the abortion of ectopic pregnancy, tubo-ovarian abscess, peritoneal haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, perinatal depression, anxiety and panic attack was resolving. The reporter considered abortion of ectopic pregnancy, anxiety, depression, ectopic pregnancy with contraceptive device, menorrhagia, panic attack, perinatal depression, peritoneal haemorrhage, tubo-ovarian abscess, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: both sides- 4 coils. She used condoms to prevent pregnancy. She had subsequent pregnancy resulting in 2nd trimester loss- cross linked case reference (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Pregnancy test - on (B)(6) 2016: positive ultrasound scan vagina - on (B)(6) 2016: ectopic pregnancy confirmed normal uterus, and ovaries bilaterally. Surgically absent right fallopian tube, left fallopian tube appeared normal. Findings: normal external female genitalia: dilated, fishmouth cervix; tan, purple, red, greyish placental tissue and fragments in suction trap fetal anatomy sonographic evaluation done which showed singleton intrauterine pregnancy in cephalic position. Fetal cardiac activity present. On (B)(6) 2015, rine pregnancy test done which was negative. On (B)(6) 2016, ultrasound done which showed ultrasound today reveals a fetus of 14 5/7 weeks size without cardiac activity. There is a large cystic hygroma that extends down the fetal back and there is truncal edema throughout. Uterus and bilateral ednexa are within normal limits. Fetus at 14 5/7 weeks size with fetal demise. Fetal cystic hygroma/hydrops- now with demise. Similar fetus than expected by well-establised dates. We previously discussed that fact that there is at least a 50% chance for a fetal chromosomal abnormality with this finding, with down syndrome and turner syndrome being the two most likely. History of preterm delivery at 36 weeks. Apparent idiopathic spaontaneous labor. Pregnancy with essure contraceptive implants in sity. She states that she did not go back for recommended hsg after the preocedure. E-coil bacteria treated in this gestation. Maternal overweight status. On (B)(6) 2016, pathology reports,which showed pre-op diagnosis failed essure gross description received in formalin labeled ", left fallopian tube" is a 3.8x0.8 cm in diameter fimbriated segment of oviduct. On (B)(6) 2016, ultrasound done showed 1.7 cm right ectopic pregnancy, thickened endometrial measuring 1.8 cm, small amount of fluid in cul-de-sac. Physical examination: perineum assessed; mild bleeding. Quality-safety evaluation of ptc: unable to confirm compliant. Most recent follow-up information incorporated above includes: on 11-sep-2018: quality safety evaluation of ptc (product technical complaint). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy'), abortion of ectopic pregnancy ('miscarriage'), tubo-ovarian abscess ('tubal ovarian abscess'), menorrhagia ('abnormal bleeding(menorrhagia)') and haemoperitoneum ('pregnancy (with complications)/hemoperitoneum') in a 25-year-old female patient who had essure (batch no. C38208) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device placement issue "essure coils may have been improperly placed during the implant" in (B)(6) 2015, device monitoring procedure not performed "she was unable to present for hsg test to confirm full occlusion of her fallopian tubes / did you undergo an essure confirmation test? No" in 2015 and device ineffective "device ineffective/removal due to failed essure device" in (B)(6) 2016. The patient's medical history included multi gravida, parity 2 (B)(6) 2005,(B)(6) 2009, (B)(6) 2015), amenorrhea, uterine dilation and curettage, premature delivery, temporomandibular joint dysfunction, nicotine dependence, menarche, abortion, wisdom teeth removal, vaginal delivery and premature delivery. Patient never got hcg done. Previously administered products included for allergies: doxycycline; for rash: doxycycline; for an unreported indication: depo provera. Concurrent conditions included overweight, amniocentesis, chlamydia test positive, escherichia sepsis, pilonidal cyst, tachycardia, breathlessness, retained placenta and appendicitis. Family history included hypertension (paternal and maternal-hypertension). Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (junel fe) since 2010 for birth control as well as mirtazapine (remeron). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), depression ("depression"), perinatal depression ("postpartum depression"), anxiety ("anxiety") and panic attack ("panic attack"). On (B)(6) 2016, the patient experienced tubo-ovarian abscess (seriousness criteria medically significant and intervention required). In 2016, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), haemoperitoneum (seriousness criterion medically significant) and urinary tract infection ("urinary tract infection"). The patient was treated with alprazolam (xanax), antibiotics, escitalopram oxalate (lexapro) and surgery (bilateral salpingectomy, removal of left fallopian tube, bilateral salpingectomy/right fallopian tube removed and laparoscopic right salpingectomy removing right fallopian tube and the ectopic fetus/fetus removed). Essure was removed on (B)(6) 2016. At the time of the report, the ectopic pregnancy with contraceptive device outcome was unknown, the abortion of ectopic pregnancy, tubo-ovarian abscess, haemoperitoneum, urinary tract infection, depression, perinatal depression, anxiety and panic attack was resolving and the menorrhagia and vaginal haemorrhage had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abortion of ectopic pregnancy, anxiety, depression, ectopic pregnancy with contraceptive device, haemoperitoneum, menorrhagia, panic attack, perinatal depression, tubo-ovarian abscess, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: both sides- 4 coils. She used condoms to prevent pregnancy. She had subsequent pregnancy resulting in 2nd trimester loss- cross linked case reference (B)(4). Discrepancy noted in insertion date- (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Pregnancy test - on (B)(6) 2016: results: positive. Ultrasound scan vagina - on (B)(6) 2016: results: ectopic pregnancy confirmed. Normal uterus, and ovaries bilaterally. Surgically absent right fallopian tube, left fallopian tube appeared normal. Findings: normal external female genitalia: dilated, fishmouth cervix; tan, purple, red, greyish placental tissue and fragments in suction trap fetal anatomy sonographic evaluation done which showed singleton intrauterine pregnancy in cephalic position. Fetal cardiac activity present. On (B)(6) 2015,rine pregnancy test done which was negative. On (B)(6) 2016,ultrasound done which showed ultrasound today reveals a fetus of 14 5/7 weeks size without cardiac activity. There is a large cystic hygroma that extends down the fetal back and there is truncal edema throughout. Uterus and bilateral ednexa are within normal limits. Fetus at 14 5/7 weeks size with fetal demise. Fetal cystic hygroma/hydrops- now with demise. Similar fetus than expected by well-established dates. We previously discussed that fact that there is at least a 50% chance for a fetal chromosomal abnormality with this finding, with down syndrome and turner syndrome being the two most likely. History of preterm delivery at 36 weeks. Apparent idiopathic spontaneous labor. Pregnancy with essure contraceptive implants in sity. She states that she did not go back for recommended hsg after the procedure. E-coil bacteria treated in this gestation. Maternal overweight status. On (B)(6) 2016, pathology reports,which showed pre-op diagnosis failed essure gross description received in formalin labeled ", left fallopian tube" is a 3.8x0.8 cm in diameter fimbriated segment of oviduct. On (B)(6) 2016,ultrasound done showed 1.7 cm right ectopic pregnancy, thickened endometrial measuring 1.8 cm, small amount of fluid in cul-de-sac. Physical examination: perineum assessed; mild bleeding. Batch no c38208 production date 2014-03-19 expiration date 2017-03-31 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2020: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy"), abortion of ectopic pregnancy ("miscarriage"), tubo-ovarian abscess ("tubal ovarian abscess"), menorrhagia ("abnormal bleeding(menorrhagia)") and peritoneal haemorrhage ("pregnancy (with complications)/hemoperitoneum") in a 25-year-old female patient (gravida 5, para 3) who had essure (batch no. C38208) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "essure coils may have been improperly placed during the implant" in (B)(6) 2015, device monitoring procedure not performed "she was unable to present for hsg test to confirm full occlusion of her fallopian tubes / did you undergo an essure confirmation test? No" in 2015 and device ineffective "device ineffective/removal due to failed essure device" in (B)(6) 2016. The patient's past medical history included multi gravida, parity 2 ((B)(6) 2005,(B)(6) 2009, (B)(6) 2015), amenorrhea, uterine dilation and curettage, premature delivery, temporomandibular joint dysfunction, nicotine dependence, menarche, abortion, wisdom teeth removal, vaginal delivery and premature delivery. Patient never got hcg done. Previously administered products included for allergie: doxycycline; for rash: doxycycline; for an unreported indication: depo provera. Concurrent conditions included overweight, amniocentesis, chlamydia test positive, escherichia sepsis, pilonidal cyst, tachycardia, breathlessness, retained placenta and appendicitis. Family history included hypertension (paternal and maternal-hypertension). Concomitant products included norlestrin fe (junel fe) since 2010 for birth control as well as mirtazapine (remeron). On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), depression ("depression"), perinatal depression ("postpartum depression"), anxiety ("anxiety") and panic attack ("panic attack"). On (B)(6) 2016, the patient experienced tubo-ovarian abscess (seriousness criteria medically significant and intervention required). In 2016, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), peritoneal haemorrhage (seriousness criterion medically significant) and urinary tract infection ("urinary tract infection"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with antibiotics, escitalopram oxalate (lexapro), alprazolam (xanax), surgery (laparoscopic right salpingectomy removing right fallopian tube and the ectopic fetus/fetus removed)and surgery (removal of left fallopian tube). Essure was removed on (B)(6) 2016. At the time of the report, the ectopic pregnancy with contraceptive device outcome was unknown, the abortion of ectopic pregnancy, tubo-ovarian abscess, peritoneal haemorrhage, urinary tract infection, depression, perinatal depression, anxiety and panic attack was resolving and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered abortion of ectopic pregnancy, anxiety, depression, ectopic pregnancy with contraceptive device, menorrhagia, panic attack, perinatal depression, peritoneal haemorrhage, tubo-ovarian abscess, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: both sides- 4 coils. She used condoms to prevent pregnancy. She had subsequent pregnancy resulting in 2nd trimester loss- cross linked case reference (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Pregnancy test - on (B)(6) 2016: positive ultrasound scan vagina - on (B)(6) 2016: ectopic pregnancy confirmed normal uterus, and ovaries bilaterally. Surgically absent right fallopian tube, left fallopian tube appeared normal. Findings: normal external female genitalia: dilated, fishmouth cervix; tan, purple, red, greyish placental tissue and fragments in suction trap fetal anatomy sonographic evaluation done which showed singleton intrauterine pregnancy in cephalic position. Fetal cardiac activity present. On (B)(6) 2015,rine pregnancy test done which was negative. On (B)(6) 2016,ultrasound done which showed ultrasound today reveals a fetus of 14 5/7 weeks size without cardiac activity. There is a large cystic hygroma that extends down the fetal back and there is truncal edema throughout. Uterus and bilateral ednexa are within normal limits.fetus at 14 5/7 weeks size with fetal demise. Fetal cystic hygroma/hydrops- now with demise. Similar fetus than expected by well-establised dates. We previously discussed that fact that there is at least a 50% chance for a fetal chromosomal abnormality with this finding, with down syndrome and turner syndrome being the two most likely. History of preterm delivery at 36 weeks. Apparent idiopathic spaontaneous labor. Pregnancy with essure contraceptive implants in sity. She states that she did not go back for recommended hsg after the preocedure. E-coil bacteria treated in this gestation. Maternal overweight status. On (B)(6) 2016, pathology reports,which showed pre-op diagnosis failed essure gross description received in formalin labeled ", left fallopian tube" is a 3.8x0.8 cm in diameter fimbriated segment of oviduct. On (B)(6) 2016,ultrasound done showed 1.7 cm right ectopic pregnancy, thickened endometrial measuring 1.8 cm, small amount of fluid in cul-de-sac. Physical examination: perineum assessed; mild bleeding. Quality-safety evaluation of ptc: unable to confirm compliant . Most recent follow-up information incorporated above includes: on 3-oct-2018: plaintiff fact sheet received: events outcome for events vaginal haemorrhage and menorrhagia updated to recovered/resolved. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy"), abortion of ectopic pregnancy ("miscarriage"), tubo-ovarian abscess ("tubal ovarian abscess") and peritoneal haemorrhage ("pregnancy (with complications)/hemoperitoneum") in a (B)(6) year-old female patient (gravida 5, para 3) who had essure (batch no. C38208) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she was unable to present for hsg test to confirm full occlusion of her fallopian tubes / did you undergo an essure confirmation test? No" in 2015 and device ineffective "device ineffective/removal due to failed essure device" in (B)(6) 2016. The patient's past medical history included multi gravida, parity 2 ((B)(6) 2005,(B)(6) 2009, (B)(6) 2015), amenorrhea, uterine dilation and curettage, premature delivery, temporomandibular joint dysfunction, nicotine dependence, menarche, abortion, wisdom teeth removal, vaginal delivery and premature delivery. Patient never got hcg done. Previously administered products included for allergie: doxycycline; for rash: doxycycline; for an unreported indication: depo provera. Concurrent conditions included overweight, amniocentesis, chlamydia test, escherichia sepsis, pilonidal cyst, tachycardia, short of breath, retained placenta and appendicitis. Family history included hypertension (paternal and maternal-hypertension). Concomitant products included norlestrin fe (junel fe) since 2010 for birth control as well as mirtazapine (remeron). In (B)(6) 2015, the patient experienced device deployment issue ("essure coils may have been improperly placed during the implant"). On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("abnormal bleeding(menorrhagia)"), depression ("depression"), perinatal depression ("postpartum depression"), anxiety ("anxiety") and panic attack ("panic attack"). On (B)(6) 2016, the patient experienced tubo-ovarian abscess (seriousness criteria medically significant and intervention required). In 2016, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required), peritoneal haemorrhage (seriousness criterion medically significant) and urinary tract infection ("urinary tract infection"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with antibiotics, escitalopram oxalate (lexapro), alprazolam (xanax), surgery (laparoscopic right salpingectomy removing right fallopian tube and the ectopic fetus/fetus removed) and surgery (bilateral salpingectomy/right fallopian tube removed). Essure was removed on (B)(6) 2016. At the time of the report, the ectopic pregnancy with contraceptive device and device deployment issue outcome was unknown and the abortion of ectopic pregnancy, tubo-ovarian abscess, peritoneal haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, perinatal depression, anxiety and panic attack was resolving. The reporter considered abortion of ectopic pregnancy, anxiety, depression, device deployment issue, ectopic pregnancy with contraceptive device, menorrhagia, panic attack, perinatal depression, peritoneal haemorrhage, tubo-ovarian abscess, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: both sides- 4 coils. She used condoms to prevent pregnancy. She had subsequent pregnancy resulting in 2nd trimester loss- cross linked case reference (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Pregnancy test - on (B)(6) 2016: positive. Ultrasound scan vagina - on (B)(6) 2016: ectopic pregnancy confirmed . Normal uterus, and ovaries bilaterally. Surgically absent right fallopian tube, left fallopian tube appeared normal. Findings: normal external female genitalia: dilated, fishmouth cervix; tan, purple, red, greyish placental tissue and fragments in suction trap fetal anatomy sonographic evaluation done which showed singleton intrauterine pregnancy in cephalic position. Fetal cardiac activity present. On (B)(6) 2015,rine pregnancy test done which was negative. On (B)(6) 2016,ultrasound done which showed ultrasound today reveals a fetus of 14 5/7 weeks size without cardiac activity. There is a large cystic hygroma that extends down the fetal back and there is truncal edema throughout. Uterus and bilateral ednexa are within normal limits.fetus at 14 5/7 weeks size with fetal demise. Fetal cystic hygroma/hydrops- now with demise. Similar fetus than expected by well-establised dates. We previously discussed that fact that there is at least a 50% chance for a fetal chromosomal abnormality with this finding, with down syndrome and turner syndrome being the two most likely. History of preterm delivery at 36 weeks. Apparent idiopathic spaontaneous labor. Pregnancy with essure contraceptive implants in sity. She states that she did not go back for recommended hsg after the preocedure. E-coil bacteria treated in this gestation. Maternal overweight status. On (B)(6) 2016, pathology reports,which showed pre-op diagnosis failed essure gross description received in formalin labeled ", left fallopian tube" is a 3.8x0.8 cm in diameter fimbriated segment of oviduct. On (B)(6) 2016,ultrasound done showed 1.7 cm right ectopic pregnancy, thickened endometrial measuring 1.8 cm, small amount of fluid in cul-de-sac. Physical examination: perineum assessed; mild bleeding. Most recent follow-up information incorporated above includes: on 12-feb-2018: pfs and mr received:medically confirmed case, events miscarriage,complication of pregnancy clubbed with hemoperitoneum,vaginal bleeding,depression/postpartum depression,menorrhagia,,anxiety,panic attack, tubal ovarian abscess and essure coils may have been improperly placed during the implant added from pfs. Concurrent condition,concomitant medication,medical history and historical drug,treatment drug added.reporters and outcome of event added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.